Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during knot advancement, one out of the four sutures tore the arterial wall. Surgical intervention was required to close the access site. There was no reported adverse patient sequela. Though requested, additional information was not provided.